Event description:
It was reported that the 1788 camera head has been reported with unstable imaging, with the sudden blackout and re-detection of camera head, causing the pause of surgery flow. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: the 1788 camera head has been reported with unstable imaging, with the sudden blackout and re-detection of camera head, causing the pause of surgery flow. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the 1788 camera head has been reported with unstable imaging, with the sudden blackout and re-detection of camera head, causing the pause of surgery flow. Therefore, there was loss of image.